Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during the routine follow-up. Noise due to oversensing was noted on the right ventricular lead. Noise appeared to be due to intermittent emi; competitor's device switched polarity the lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.